Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the report indicates that the catheters used were kinked during the procedure which is the most likely cause for this occurrence. The cause of the kinking is unknown. The instructions for use state, "slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Advancing the catheter slowly in short increments will aid in preservation of the device. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic hemostasis procedure, the physician used a hemospray endoscopic hemostat. The physician stated that the hemospray exploded and covered one of the attendings, even getting on their skin. The physician reported that the catheter had become kinked [subject of report] and that they discovered this when they removed the device from the scope because it stopped working. The "explosion" of hemospray then came out of the nozzle due to built up pressure, they believe. She went on to say that this was a 7 fr hemospray and that she thought a 10 fr hemospray might work better for these procedures. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient and physician experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient and physician were adversely impacted.